Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert triggered, and a remote transmission revealed a sudden increase in right ventricular (rv) defibrillator coil impedance. In addition, the superior vena cava (svc) coil exhibited increased and high/undefined impedance. A lead fracture was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.